Manufacturer narrative:
Product analysis: it was determined on analysis the external pulse generator (epg) exhibited a corrosive battery shorting bar during visual inspection. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg subsequently tested out of specification during manufacturer's. There was no patient involvement.